Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. Since the cannula has not yet been inserted, it could not have dislodged at this point. No timeouts or drive stalls were seen in the data. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level (bg) rose to 296 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. No treatment was provided.